Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds. There is reasonable evidence that suggests that this issue was caused due to a micro perforation. This lead was replaced for a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product analysis has concluded. No device problem was detected. Lead passed hipot test indicating no electrical shorts between conductors. X-ray showed no conductors issues (deform/fracture) and the crimp sleeve had no issues.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds. There is reasonable evidence that suggests that this issue was caused due to a micro perforation. This lead was replaced for a new lead. No additional adverse patient effects were reported.